Manufacturer narrative:
This is 1 of 8 reports (1st MDR) there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire fracture could not be confirmed and it could not be confirmed that the device met specification, as the device was not returned. It was reported that stryker research & development simulated use testing in challenge silicone models, engineers designed and selected the models to test the limits of the subject guidewire. Guidewires had proximal bond joints break. The guidewires remained intact and did not separate into parts. Please note that these silicone models have extreme tortuosity and are designed to test the edge of failure of the guidewire devices. The testing program is tasked with creating a more robust and durable guidewire and thus the testing process requires that we use a control like subject guidewire. The devices were not returned for analysis. As the devices were used in a sim use model to test the devices to the edge of failure, a assignable cause of user error will be assigned to this complaint.

Event description:
It was reported that the subject guidewire had proximal bond joints break during simulated use testing in challenge silicone models. The guidewires remained intact and did not separate into parts. No patient was involved.

Manufacturer narrative:
This is 1 of 8 reports (1st MDR).

Event description:
It was reported that the subject guidewire had proximal bond joints break during simulated use testing in challenge silicone models. The guidewires remained intact and did not separate into parts. No patient was involved.